Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement. Note: manufacturer contacted customer multiple follow-up calls to ensure that the initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 401 mg/dl post dinner the night before. The customer¿s expected fasting blood glucose test result is 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 04/30/2022 and test strips were opened two weeks prior to call. The meter memory was not reviewed for previous test result history. Customer stated she was no longer concerned as she had remembered taking prednisone after dinner and that had likely elevated her blood glucose.

Manufacturer narrative:
Sections with additional information as of 15-mar-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.